Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 484 (mg/dl). Customer administered boluses and manual injections to treat bg level. Multiple unsuccessful attempts were made by tandem technical support to complete troubleshooting with customer; however, no additional information was provided.